Event description:
During colonoscopy, scope advanced to 30 cm to access a bleeding abscess. While pushing, the scope went through a possibly pre-existing hole and pierced the abdominal wall. Pt required a sigmoid resection. She was transferred to the special care unit and remained intubated overnight. She was extubated in the am of 11/8 and is stable at this time.